Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot# / serial# unknown, implanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient contacted the hospital to report that she was getting intermittent shocks from her spinal cord stimulation (scs). Initially, the patient stated that she had a busy weekend prior to these issues. She has had approximately 4 months of no issues, then intermittent shocks from the machine. Troubleshooting originally was over the phone on (B)(6) where the rep asked her to turn the amplitude down on her current settings. This did not resolve the issue and the patient contacted the hospital again on (B)(6) to state she was still receiving shock sensations. I then asked her to switch onto her 'bedtime' group, which was programmed at lower amplitudes. This did not resolve the issue. The patient was then asked to attend the clinic, which she did on (B)(6) where the rep remapped and reprogrammed her closed loop settings on her scs. This did not resolve the issue. New closed loop programs set in clinic on (B)(6) but when patient sat at rest, she reported again another shock from the device. Looked at the ecap stream and noted that it was performing as expected on movement (amplitude adjusting). Reinterrogated the ins, and noted an impedance warning that there may be an open/short. However, when an impedance check was done, they all showed as green although they were raised 3000+, with 0 as reference. When changed the reference to 2, it showed a high impedance on contact 0. Have now programmed an open loop setting 3+ 5- for this patient and asked her to report if she gets any shocks, and patient will be seen by the consultant. They have asked for an explanation as to why this could be happening, the rep explained this may be due to an intermittent short/impedance issue with the lead at contact 0. The ins appeared to be functioning as intended. Additional information was received from the rep reporting that there was no news from the patient about the outcome of the reprogramming. The rep asked the patient to call if there were issues and they have not heard anything. The cause of the impedance issues were unknown. It was unknown if the patient has an appointment with their doctor.